Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) is currently underway. The reported problem (failed incoming functional testing) has been confirmed. Upon investigation the belt was unable to communicate with a monitor. Root cause investigation is currently underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned belt sn (B)(4) indicating that the belt failed incoming functional testing.